Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a motor error during rewind. The customer's blood glucose level was 200 mg/dl at the time of the incident. The customer removed the battery and inserted new one, but alarm reoccurred. The customer was not able rewind the insulin pump because alarm reoccurred during every rewinding. The insulin pump was neither dropped nor bumped or exposed to magnetic resonance imaging. The customer was already on the back-up plan. The device will not be returned for analysis.